Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv pacing lead impedance was high and out of range. An insulation anomaly was observed during lead revision. The lead was capped and replaced. The patient was in good condition after the procedure.